Event description:
Customer in 2004 had pizza and a glass of wine for dinner. Between 2-3 hours later customer tested their glucose level with the freestyle meter and received a reading of 237 mg/dl. Customer wasn't surprised by the reading because of the dinner customer ate so customer took insulin. The customer's spouse called the ambulance early the next morning because the customer was having convulsions due to severe hypoglycemia. Customer was transported to the hospital where a reading of 40 to 50 mg/dl was taken. It is unknown how these readings were obtained, either a lab result or another handheld meter. The customer reported being treated with a glucose injection to raise their glucose levels. Once at the hosp, several freestyle comparison tests were performed that differed by more than 20% and therefore meet the MFR's definition of a malfunction.